Event description:
It was reported that during a colectomy, the hand switch did not work at all. Had to use the pedal to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.